Manufacturer narrative:
No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. No unexpected blank display or constant tone anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
Customer's mother reported that the customer recently wore the insulin pump while swimming. Caller reported that the insulin pump returned an alarm and the display went blank. Caller reported that water was visible under the insulin pump's display and there was a constant tone. Caller also reported that the insulin pump was vibrating when no alarm or alert was present. Blood glucose level was 412 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).